Event description:
On (B)(6) 2008, a (B)(6) female was implanted with an acticon device. On (B)(6) 2010, the entire device was removed and replaced due to recurring incontinence caused by fluid loss from cuff.

Manufacturer narrative:
Add'l catalog numbers: 72402106 and 72402287. (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. No conclusion can be drawn at this time. Should add'l info becomes available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.